Manufacturer narrative:
Correction d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. Additional information was added. H11: the device was received for evaluation. A visual inspection with the naked eye noted a bend in the patient line tubing and a scratch less than 0.60 mm located beneath the heat seal bead. Functional tests including leak and clear passage tests were performed with no issues noted. The observed issues were determined to be cosmetic in nature and would not affect the functionality of the set. The observed scratch mark or scuff on the tubing was caused by the tubing gripper during the manufacturing process and was within the acceptable manufacturing criteria. Therefore, the reported condition of crack was not verified. The sample met specification. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a homechoice cassette was found crooked and cracked. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.